Event description:
User experiencing discrepant calcium results. Exact number of pts impacted not provided. Initial results were not reported. Only the following info was provided as an example: initial result 7.0 mg/dl repeating at 8.0 mg/dl. The user recalibrated and the issue was resolved. Additional info was not provided for further review and investigation.